Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter was found to have blood contamination in the port where the test strip is inserted. The power does not turn on due to the blood contamination around and in the test port. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.